Manufacturer narrative:
Analysis is currently on-going.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observation of noise was unable to be reproduced during laboratory testing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on the the ventricular channel. The suspected cause was oversensing of myopotentials. Noise was unable to be reproduced and lead measurements were stable however, pacing inhibition could not be ruled out. To date, there have been no reported patient symptoms associated with this clinical observation. Subsequent information indicates that this product was later explanted, replaced and returned for normal battery depletion.